Manufacturer narrative:
The getinge field service engineer (fse) performed a running test and evaluated the iabp but was unable to duplicate the reported incident. He replaced the pcba video generator as a precaution. The fse performed a running test as well as all functional and safety tests. The iabp passed. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that during intra-aortic balloon pump (iabp) therapy on a patient, the touch panel did not respond. The customer attempted to power the iabp off and then on, then the issue was resolved. This event occurred while in use on a patient. There was no injury or adverse event reported. The date the event occurred was not disclosed.